Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the pacemaker "doesn't seem to do what it's supposed to do", and reported feeling dizzy and that their "chest hurts". The device is still in use. No patient complications have been reported as a result of this event.